Event description:
It was reported that after the implantation, the patient experienced longstanding voiding dysfunction and urinary tract infections. An eroded tape was also observed in the urethra. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block d6a: the exact implant date is unknown, event occurred in 2010. Block h6: patient code e1310 captures the reportable event of urinary tract infection. Patient code e1309 captures the reportable event of longstanding voiding dysfunction. Patient code e2006 captures the reportable event of eroded tape seen in urethra.